Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 25 nov. 2024, a 35mm navitor valve was successfully implanted at a depth of 4mm. The length of the patient's membranous septum was 7.1mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, it was noted that the patient went into complete heart block and a permanent pacemaker was implanted. The patients pre and post implant rhythm was right bundle branch block. There was an extended hospital stay due to monitoring. The patient is stable and has since been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 nov. 2024, a 35mm navitor valve was successfully implanted at a depth of 4mm. The length of the patient's membranous septum was 7.1mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, it was noted that the patient went into complete heart block and a permanent pacemaker was implanted. The patients pre and post implant rhythm was right bundle branch block. There was an extended hospital stay due to monitoring. The patient is stable and has since been discharged.